Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported a power-on-reset (por) warning message was seen the healthcare professional (hcp) was trying to turn the patient¿s ins off for an MRI. They also were getting a poor communication message on the programmer. No symptoms were reported in the event. Additional information received from the patient on april 22, 2019 reported that the saw the por message. They stated that they tried to get an MRI of the head (for reasons unrelated to the implanted device) but was unable to get the test because they could not turn the device off as a result of the por. It was unknown if there was any recent medical testing or emi environmental exposure that could be related to the issue. There were no further complications reported or anticipated. See manufacturer¿s report # 3004209178-2018-07210 for the patient¿s previous por issue.